Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead also exhibited undersensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with bradycardia. It was also reported that the right ventricular (rv) lead showed loss of capture. The rv lead remains in use. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.